Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/04/2017 with the following findings: the pump's black box data from the date of the allegation had been overwritten due to continued use of the pump. The current black box showed multiple loss of prime warnings with a low non-zero force. The pump was exercised for 24 hours with no loss of prime warnings observed. The pump's force sensor passed a calibration check with no issues. Moisture was observed in the battery compartment. The battery compartment was found to be cracked.